Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, the right femoral artery, with a minimum diameter of 8.4 millimeters (mm) was used as the access site. Upon advancement of the delivery catheter system (dcs) through the access site, it was noted that the wire was not held tight to provide a "rail" for the dcs to advance, resulting in a perforation of the access site. Subsequently, a stent was placed to address the injury. It was noted that a 50 minute procedural delay occurred as a result, and the procedure was ultimately aborted.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.